Event description:
Sorin group received a report that the s5 mast roller pump displayed motor control failure messages prior to going on pump. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 mast roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to investigate. The field service representative replaced the pump and subsequent testing of the system confirmed that the issue was resolved. This investigation is ongoing. A follow-up report will be filed when the investigation is complete.